Event description:
The user facility reported a patient was implanted with an impella 5.5 for a cardiac procedure. It was reported that multiple complications were encountered during impella 5.5 support. Five days into support, an impella in aorta alarm appeared. An echocardiogram was performed and verified that the device was in proper positioning despite the ongoing alarm. As support continued, the flow rate was also observably lower. With the patient deteriorating, the decision was made to replace the pump. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of optical signal issue and low pump flow has been completed. Optical signal issue: data log review confirmed false impella position alarms after motor current (mc) spike occurred. The cause of the issue was most likely biomaterial due to data log review showing an mc spike occurring before positioning alarms occur. Low pump flow: data log review shows period of low flow occurs immediately preceding an mc spike. After the spike, low flow does not occur the remainder of the case. The cause of the issue was most likely biomaterial due to data log review showing mc spike following the period of low flow after which time the low flows are corrected.